Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture. An accolade hfx stem, 45mm endo head and +4 v40 sleeve were revised to a restoration modular hemi hp. Rep confirmed that there are no allegations against the revised head and sleeve, and that no further information will be released by the hospital or surgeon.